Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/11/2022 it was reported by a sales representative via email that a swivelock from a speedbridge kit, part number unknown, pulled out of implantation site. The swivelock was reloaded and while insertion of the anchor, the peek eyelet broke through the stay stitch. The driver shaft of the swivelock was removed and both anchor and eyelet remained in the patient, but surgeon was able to retrieve the eyelet. Later, when passing a new suture for the rotator cuff, the scorpion needle broke and could not be found. Case was completed by tensioning down the cuff with another swivelock. This was discovered during an rcr procedure.